Manufacturer narrative:
(B)(4).

Event description:
It was reported that two months post the implant procedure, the patient experienced pericardial effusion. The atrial lead was explanted and replaced. No patient symptoms were reported.